Manufacturer narrative:
Additional information: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Fluid balance for this event was calculated as worst case 0.24% tbv. Additionally, ac infusion rate was reviewed. Worst case ac infusion rate would have been less than the max infusion rate for this procedure. Correction: the terumo bct sales representative stated that follow up training had been done with the nurse, staff, and manager at the customer site regarding this incident.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation:according to the customer, the return line pinch clamp was closed and the inlet and return saline roller clamps were open during the beginning portion of the procedure. The run data file (rdf) was analyzed for this event. There were no signals in the rdf to verify or deny the customer's claim, but what they described can cause the fluid balance to be lower than reported depending on how long the clamps were open. The following is likely to have occurred with the improper clamping: return pinch clamp is closed, so the fluid to be returned to the patient re-circulates into the return saline line and makes its way back into the system. The fluid that is supposed to be returned to the patient then gets pumped into the system and the replacement rbcs go into the waste bag until the operator closed the saline lines and opened the return pinch clamp. The patient fluid balance will not be drastically affected because the inlet pump will pump the contents that are supposed to be returned to the patient. So the capacity of the inlet pump will be mostly fed by what the return pump is pumping instead of pulling the patient¿s blood into the system. It is important for the operator to properly follow all screen prompts in the order in which they are presented in order to make sure all clamps are properly oriented, and to pay special attention to when the screen is referring to saline roller clamps and when the screen is referring to inlet and return pinch clamps. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) procedure, the operator noticed that the return line to the patient was clamped. Both the return and access saline roller clamps were open. Some of the patient's blood had been drawn into the centrifuge along with saline. The exchange began and replacement red blood cells (rbc) were drawn instead of saline due to recirculation of the saline lines. The first two bags of replacement rbcs went into the set and up to the waste bag. The clamps' positions were corrected and the procedure was completed. Per the customer, the patient is reported to be 'fine'. Due to EU personal data protection laws, the patient information is not available from the customer. Donor gender and weight were obtained from the run data file. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: there were no signals in the rdf to verify, however, based on the description of the event by the customer, the likely root cause is the improper clamping of the return line pinch clamp.